Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being admitted for twenty six days total due to diabetes ketoacidosis and high blood glucose of 1200mg/dl. The customer stated that she was on the insulin pump for two days when she went into the hospital. The caller stated that she was in coma in the intensive care unit for six days. The customer was feeling sick and throwing up. The customer believes that the reservoirs affected by the recall were the cause of the hospitalization. The caller stated that she was released after twelve days of being in the hospital, but then she went back due to cardiac issues. The customer was released, but the doctor recommended going back on manual injections. No further information was provided.